Event description:
It was reported that during the procedure in the mildly calcified mid circumflex artery, a 4.5x12 voyager nc dilatation catheter was advanced but could not cross the lesion. The catheter was withdrawn from the anatomy and a non-abbott device was used to perform pre-dilatation. There was no adverse patient effect or reported significant clinical delay in the procedure. Return device analysis revealed that the balloon was peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned without blood or contrast visible. The balloon was tightly folded. There were five strands of balloon peeling, one at the proximal seal, two near the proximal taper and two at the distal seal. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the failed attempt to cross the lesion. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all dilatation catheters are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the calcified lesion, which may have contributed to the shredding of the balloon material. There were multiple bends in the hypotube for 77 centimeters. Since there was no mention of any catheter bends during inspection prior to use, the bends most likely occurred during use and/or packing the device to return to abbott vascular for analysis. The tip length and crossing profile were measured and met specifications. It was reported that the voyager catheter failed to cross the lesion due to stenosis and mild calcification. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the lot history record did no reveal any nonconforming material records associated with this lot indicating that all lot acceptance testing met specifications. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.